Event description:
The complainant reported that information obtained from literature indicated that the patient encountered access site bleeding. A 74-year old patient was being provided impella support and on the third day of admission, swelling with a sense of fullness and subcutaneous bleeding spots suddenly appeared in the right forearm, so the peroneal artery catheter was removed and compression hemostasis was performed. After surgery, bleeding continued and surgical hemostasis was performed, but hemostasis was difficult, so a transfusion of 44 units of irradiated red blood cells (rbc), 40 units of fresh frozen plasma (ffp), and 40 units of platelets (pc) was required within 24 hours. On the fourth day of admission, hemostasis was performed again, but hemostasis was not achieved. Therefore, a tourniquet was wrapped around the right upper arm and intermittent tourniquet was performed. As a result, within 24 hours, the amount of transfusion could be reduced to 28 units of rbc, 28 units of ffp, and 20 units of pc. On the fifth day of hospitalization, the impella was removed and the amount of heparin administered was reduced, and the amount of bleeding also decreased.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿